Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
The customer reported to corporate product surveillance of a vented nitroglycerin set that was leaking saline due to a separation of the distal connector where the tubing meets the luer connector. The condition occurred after an unknown amount of time during patient use while infusing saline. It is unknown if a pump was used. The patient made the nurse aware that she felt something wet, which is when it was observed that the set had separated. There was no patient injury or medical intervention necessary due to the exposure. No additional information is available.